Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by university of parma, in italy. The title of this report is ¿gamma nail¿ in pertrochanteric fractures in elderly patients: is anatomical reduction necessary? A preliminary study¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://pubmed.ncbi.nlm.nih.gov/ with pmid: 26694153. Within that publication which included 100 patients, post-operative complications were reported, which allegedly occurred from june 2010 to december 2012. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (10) cases of loss of fixation around lesser trochanter. The report states: ¿ten patients (10%) experienced a detachment of the lesser trochanter, only two had a reduction of daily activities due to old age.¿